Event description:
A pt had undergone cabgx's and mitral valve repair in 5/04. Pt was slow to be weaned from the ventilator due to fluid accumulation in their lungs. In 2004 a right thoracentesis was attempted, due to a large pleural effusion and borderline hypertension. Upon withdrawing the needle and catheter to a single unit and attached the drainage tubing, it was noted that the catheter had sheared. Thoracentesis tray with catheter was utilized. A local exploration at the bedside was unsuccessful in retrieval of the catheter tip. Cxr was performed with positive identification of the thoracentesis catheter. A right pleural chest tube was placed with drainage of 1100 cc's of serosanguinous pleural fluid. The family was advised of the event and of the possible accomplished risk of infection, and the likely eventual retrieval of the tip in the o.r. Pt was returned to the o.r in june 2004 for removal of fluid and the wound exploration/removal of foreign body. Pt is extubated at this time and progressing.